Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to an occlusion alarm. They went to the hospital, as they did not have any lantus or novolog. While at the hospital the patient received treatment and was given a long active insulin shot. The patient wore the pod for less than an hour. He patient was put back on shots. The patient was not diagnosed.